Manufacturer narrative:
Follow-up #1 and final report to update sections based on the results of investigation. Reported event: the reported device was confirmed to be a pelvic array assembly, p/n 112230, lot number unknown, (B)(4). Device evaluation and results: no device inspection could be completed as the product was not available for evaluation. (B)(4) has been initiated to address missing product. Device history review: a device history review could not be completed as the lot number is unknown. Complaint history review: a complaint history review for this specific part could not be completed as the lot number is unknown. Tracking of complaints related to the 112230 part number will be tracked through quarterly trend request #767. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Device not returned.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) .it was reported that the peg broke on the pelvic array assembly. This did not impact the case, the outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) .it was reported that the peg broke on the pelvic array assembly. This did not impact the case, the outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
Follow-up #2 submitted to correct section.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) .it was reported that the peg broke on the pelvic array assembly. This did not impact the case, the outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
Follow-up #3 is being submitted to update/correct (catalog number and lot #).

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that the peg broke on the pelvic array assembly. This did not impact the case, the outcome was successful, and there was no harm to the patient.